Event description:
The customer contact reported that following an upgrade of the mednet version 4.1 database to mednet version 5.1 database, it was noted the rule set for an unspecified drug was inadvertently applied uniformly to all the clinical care areas (cca) within the drug library that contained the same drug and drug concentration. Reportedly, the affected drug library was loaded into seventy-five plum a+ pumps and fourteen plum a+3 pumps. There were no reports of any adverse patient events while the pumps were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The investigation is not complete.